Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while trying to retract the needle on a bd vacutainer® winged safety pbbcs with tubing and luer adapter, the device broke apart and blood splattered. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for barrel separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no evidence of barrel damage or separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for barrel separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.